Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the imaging system booted into 2d image functionality and could perform image acquisitions. Several start ups could not reproduce the reported issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed it was initializing and would not progress past the prompt. It was reported that restarting the imaging system multiple times did not restore functionality and that the system could not perform x-ray functionality. There was no patient present when this issue was identified. No additional information was provided.